Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer experienced hypoglycemia. Blood glucose level was 40 mg/dl. Customer's sister stated that the insulin pump did not gave no delivery alerts. No further details were provided. Insulin pump will not be returned for analysis.